Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. The device contained 5-fluorouracil and sodium chloride 0.9% with a total volume of 96 ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6(adding code), h11. H4: the lot was manufactured between july 24-25, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.